Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to h.10 related report number.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of three manufacturing reports being submitted for this case. Please reference related manufacturer reports.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve (tav) replacement procedure with a 20mm sapien 3 ultra resilia valve, the balloon ruptured during deployment in a tav-in-tav procedure. Removal of the delivery system within the sheath caused accordion folding of the delivery balloon at the tip of the sheath. This removal resulted in a vascular complication requiring surgical intervention. The patient was alive at the end of the tavr procedure. Per additional information received, upon removal, the sheath was noticed to be split from balloon 'mushrooming'. Corresponding photos show the sheath liner was torn and delaminated. Per follow-up communication from the field clinical specialist, there was significant blood loss requiring a transfusion.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded and distal tip opened as designed. Bunching on distal liner for approximately 1" from distal end. Liner circumferentially delaminated for approximately 5.5" from distal tip. C-marker band is present and attached to the liner. Straightening out the bunched liner material revealed a liner tear for approximately 1" from distal tip. Compression mark on hdpe at 1.25" from distal tip along with material distortion/twist proximal to the mark, approximately 0.5" in length. Scratch marks on hdpe at approximately 5.0" from distal tip and at 2.5" from distal strain relief. Imagery was provided from the site and revealed the following: liner appears partially delaminated. Distal liner is torn. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaints were confirmed based on returned product evaluation. Available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event as it was reported that ''the balloon ruptured during deployment in a tav-in-tav procedure. Removal of the delivery system within the sheath caused accordion folding of the delivery balloon at the tip of the sheath''. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. A balloon burst or tear could make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted, due to medical records received. B4, d9, g3, and h2 have been updated. B2, b5, h6: health effect - impact, health effect - clinical, type of investigation, h1, and h11 have been corrected. The investigation for this report is ongoing. This is one of three related manufacturer reports. Please see additional reports, for two of which, the numbers were previously provided in h10; the additional number is (B)(4), a voluntary medwatch, for which h10 cannot be currently updated, due to error upon submission.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve (tav) replacement procedure with a 20mm sapien 3 ultra resilia valve, the balloon ruptured during deployment in a tav-in-tav procedure. Removal of the delivery system within the sheath caused accordion folding of the delivery balloon at the tip of the sheath. This removal resulted in a vascular complication requiring surgical intervention. The patient was alive at the end of the tavr procedure. After review of the medical records, which begin on post operative day (pod) 26, with the patient still admitted at the hospital, the patient was diagnosed with hemorrhagic shock secondary to left common femoral and left iliac artery injury. The patient had undergone stenting of the left common and external iliac arteries, followed by a left common iliac to common femoral bypass. The patient developed coagulopathy as a result of blood loss and the inflammatory response from the procedure, which was corrected with transfusion of blood products. The patient also experienced abdominal compartment syndrome and underwent a bedside decompressive laparotomy performed by general surgery. A non-expanding retroperitoneal hematoma and an abdominal/pelvic hematoma along the transverse colon were noted. The patient was discharged from the facility to sub-acute rehabilitation on postoperative day 27, with procedural complications resolved.